Event description:
Report rec'd from the USA stating that the device required service. During service, it was found that the device had a damaged tip. It is unk if the device was used in surgery. It is unk if pt, user injury or medical intervention occurred. No add'l info is available.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).